Event description:
It was reported that the patient presented in clinic, the pulse generator exhibited a diagnostics anomaly. The patient had started dialysis recently. The device remained implanted and the patient would be monitored.

Event description:
New information indicated the device exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.